Event description:
It was reported that the patient received an inappropriate shock due to nonphysiologic sensing, and the lead integrity alert (lia) triggered due to oversensing. It was determined that the episodes of oversensing occurred during an unrelated neck surgery. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).